Manufacturer narrative:
A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2020 and presented on (B)(6) 2020 with blurry vision in patient's right eye (od). A flap lift and smooth was performed. The patient¿s chief complaint was of blurred vision. It was stated that the patient had a loss of best corrected visual acuity (bcva). The patient reported the symptoms are not interfering with daily activities. Bcva from (B)(6) 2020, right eye pre-op was 20/20 -.75 x -.25 x 105 and left eye pre-op was 20/20 -1.00 x -.50 x 61. Bcva from (B)(6) 2020, right eye post-op was 20/30.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.